Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd blunt fill needle with filter experienced a clogged/blocked needle. The following information was provided by the initial reporter: filter needle is blocked.